Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered an inappropriate shock due to incorrectly interpretation of cardiac signals of supraventricular tachycardia. The device was successfully reprogrammed and will continue to be monitored. The patient was stable and asymptomatic.